Manufacturer narrative:
A supplemental MDR is being submitted due to a correction as well as engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. Section h6: device code has been corrected. The complaint for "svd - calcification" was confirmed from the medical report. A review of DHR did not indicate that a manufacturing non-conformance contributed to the reported event. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for "valve - calcification" and "svd - calcification" did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, "a patient underwent a transcarotid tavr procedure with a 29mm sapien 3 valve. Approximately 2 years post procedure, the dialysis patient presented with early calcific valve failure via elevated gradients of 2 years." Per the medical report, the patient had esrd, hyperlipidemia, and diabetes. These patient factors are known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. As such, available information suggests that patient factors (esrd, hyperlipidemia, diabetes) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
After a review of medical records provided, approximately 2 years after a successful implantation of a 29mm s3 valve in the aortic position, the patient developed severe aortic stenosis and the latest echo showed severely thickened and diffusely calcified leaflets. There was clear severe aortic stenosis with an ava by planimetry of 0.35cm2. The mitral valve posterior leaflet was also thickened and restricted. The plan was to do a redo avr which was high risk as the patient was not a candidate for tavr viv. Unfortunately, the patient had a pulseless cardiac arrest and could not be resuscitated despite CPR for 15 minutes. It is likely that the combination of the end stage renal disease which require tri-weekly hemodialysis session, combined with the acute on chronic diastolic congestive heart failure which was exacerbated by the critical severe aortic stenosis likely was a major contributor to the patient going into pulseless cardiac arrest which caused the patient's death.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional findings received in medical records. Sections a4, b4, b5, b7, g3, g6, h2, h6: clinical code, device code, type of investigation, and h10 has been updated and/or corrected. Investigation is still ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transcarotid tavr procedure with a 29mm sapien 3 valve. Approximately 2 years post procedure, the dialysis patient presented with early calcific valve failure via elevated gradients of 2 years. Over this time period the site reported gradient went from 20 to 38, then elevated to 60mm, and most recently a peak of 130mm. Patient was scheduled for savr with a mechanical valve but unfortunately the patient passed away over night.

Manufacturer narrative:
Investigation is ongoing. Remains implanted.